Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 7 months post implant it was reported that while in the hosp, the pt suffered an embolism. The pt's symptoms included "visual field defect and corners of the mouth were descent." At the time of the event, the pt's anticoagulation regimen included warfarin and aspirin (asa). On (B)(6) 2014 while in the hosp, the pt suffered a symptomatic epilepsy in the left hemisphere. An electroencephalogram was performed and the results were not reported. The pt did not undergo any surgical treatment. The causes for the events were reported as unk.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The pt remains on lvad support with the pump. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.